Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information provided, we are unable to conclusively determine a root cause.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed. A vitrectomy had to be performed and a l122uv lens was the replacement lens implanted. The incision was enlarged and sutures were placed.

Manufacturer narrative:
According to the surgeon, the most likely cause of the event is patient-related due to reported pre-existing zonular weakness. This event is considered to be unrelated to the device.

Event description:
Additional information received states that the iol was noted to be unstable immediately upon insertion due to inferior posterior capsule loss. The iol was removed intraoperatively from the patient's right eye and another lens was implanted, the surgeon believes this was caused by the patient's pre-existing zonular weakness. The patient's vision is improving although there has been some corneal edema.